Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no angulation or kink in the delivery system upon deployment, unknown size delivery system was used, and the device made contact with a cardiac structure lesion during deployment. Based on the information received, the reported device deformity appears to be related to procedural circumstance.

Event description:
It was reported that on (B)(6) 2023, a 30-25 amplatzer talisman pfo occluder was chosen for implant with an unknown delivery system. During deployment, the right atrial disc was observed to have a bulbous deformation. It was reported that the device made contact with a cardiac structure lesion during deployment. The operator recaptured the device but was unable to redeploy the device in the correct configuration. The deformed device was never released from the delivery cable while inside the patient. A decision was made to replace the deformed device with a second 30-25 amplatzer talisman pfo occluder. The replacement device was implanted in the patient with no adverse patient effects. There was no report of any angulation/kink noticed with the delivery system. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.